Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, the impella flows diminished over time. Staff suspected a blood clot, however a clot was never confirmed. The heparin had been stopped for over nine hours post impella placement to perform a washout. Blood products were given but not due to low flow issue. The impella rp was replaced with a new impella rp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for low pump flow has been completed. Ow pump flow reported by clinical on day 2 of support. The data logs confirm low pump flows for matching p-levels with continuous suction aligning with the clinical detail of the stopped heparin administration. The product was inspected and biomaterial was found around the impeller. The low pump flow reproduced in the lab. The root cause of the low pump flow was determined to be biomaterial due to ingestion. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12497: f6/f8-should have been left blank. G1 reporting contact fax number missing.